Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was the quik-combo therapy cable. The customer provided physio-control with a replacement cable from their existing inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed quik-combo therapy cable and observed that both the apex and sternum contacts on the quik-combo side had excessive wear and failed to retain a test gauge during testing. Despite this, continuity measurements taken during testing showed that both the apex and sternum conductors were still intact and were not shorted. Physio-control was able to charge and shock without any discrepancies during testing. Physio-control noted that visually, the exterior of the cable looked new and that there were no obvious signs of damage. Based on the information available, physio-control determined that it's reasonable to conclude that the likely cause of the reported issue was wear to both the sternum and apex contacts of the quik-combo therapy cable.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not deliver energy to a patient during an event. The customer advised that he did not have any further information about either the patient or the event. Physio-control attempted to contact the customer in order to obtain additional details; however, no response has been received.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not deliver energy to a patient during an event. The customer advised that he did not have any further information about either the patient or the event. Physio-control attempted to contact the customer in order to obtain additional details; however, no response has been received.